Event description:
Over-infusion incident reported. The customer stated that the device was programmed to deliver a tridil drip in recovery at a rate of 3 cc/hr, but when the 'start' button was pressed, the rate changed to 80 cc/hr. The attending nurse stopped the pump immediately and no pt injury occurred.